Event description:
Customer reports an infusor cotaining a total volume of 50ml with 15mg of adriamycin, 0.4mg of vincristine, and 0.9% sodium chloride overinfused over 18 hours. No further details provided. Customer reports no adverse pt reaction.